Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient wife reported that the patient experienced high blood glucose levels, vomiting and heart failure. The patient wife also reported that the patient was hospitalized and passed away. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.